Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital of (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis to assess the presence of any device defect. As a result, without proper evaluation of the device, the factors that may have contributed to the event remain unknown. To clarify the potential cause of the issue experienced by the physician, inspection of the device is required. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic esophageal mucosal dissection procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed while it was engaged with the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.